Event description:
It was reported that, during an inflatable penile prosthesis implant surgery, while the physician was dilatating the proximal left corpora, he perforated the corpora and the urethra; therefore, no device was implanted on the left side. A malleable device was implanted on the right side to save the space. There were no device issues no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.